Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had audio issue confirmed. The customer¿s blood glucose level was unknown. Insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test. Device alarmed pump error 63 during the self test, was received with the same audio volume when switching from level 1 to 5, and pump error 63 alarm is found in the downloaded history file due to broken trace at pin 6 u1 on the keypad assembly.